Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Impella cp with smart assist system instructions for use for the related event are as follows: section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a 63-year-old patient in st elevation myocardial infarction and cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. It was reported that while the patient was on impella cp support, the patient experienced oozing at the impella access site. Pressure was applied to the site, the blue hub was advanced to skin, and angle matching performed to achieve hemostasis and the patient was transfused with two units of packed red blood cells. It was also reported following emesis, the patient experienced ectopy and hypotension with associated suction alarm. The patient was given 250 fluid bolus and 200 mcg of neo-synephrine. Echocardiology was performed at bedside and showed the impella was near posterior wall and was advanced from 3cm to 3.5 cm. Patient remained hypotensive, and an additional 500 fluid bolus was given. No further episodes of ectopy were reported.

Manufacturer narrative:
The investigation for the reported issue has been completed. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined. This report is being filed as part of a retrospective review of historical records.